Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a scan result of 47 mg/dl at 8:49 and then bringing it "back to normal". At 10:30, customer experienced symptoms described as thirst and nausea and obtained a sensor scan result of 65 mg/dl. Paramedics were called and upon their arrival, a reading of 344 mg/dl was obtained on their device. Customer was transported to a hospital where he received unspecified treatment and remained for an unspecified number of days. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
A low readings issue was reported with the freestyle libre sensor. Customer reported receiving a scan result of 47 mg/dl at 8:49 and then bringing it "back to normal". At 10:30, customer experienced symptoms described as thirst and nausea and obtained a sensor scan result of 65 mg/dl. Paramedics were called and upon their arrival, a reading of 344 mg/dl was obtained on their device. Customer was transported to a hospital where he received unspecified treatment and remained for an unspecified number of days. There was no report of death or permanent impairment associated with this event.